Event description:
During routine testing of the vaporizer, datex-ohmeda service representative noted output of the vaporizer was not within specification. There was no pt involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.